Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement) appears to be related to patient conditions and due to a rotated heart and restricted posterior leaflet. Unchanged mitral valve insufficiency/ regurgitation appears to be due to migration. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4, rotated heart, and restricted posterior leaflet. First clip (xtw) was implanted a2/p2. The clip was not perfectly attached and was noted to partially move from its intended location. A second clip (xt) was then attempted to be implanted to stabilize and treat residual mr, but the physicians had difficulties grasping the leaflets. The orientation was not good and therefore was not implanted. It was decided to remove the device from the anatomy. When closing the clip arms to retract the clip into the steerable guide catheter (sgc), the arms remained open 20 to 30 degrees and was not possible to fully close the arms of the clip. It was decided by the physicians to remove the devices as a single unit, but the clip got stuck at the groin. The clip was deployed and was left in the groin. On (B)(6) 2024, an additional mitraclip procedure was performed to treat mitral regurgitation (mr) of grade 4. One clip was implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure.